Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had incorrectly adjusted correction factor settings. Customer's blood glucose was 195 mg/dl. The customer corrected the settings and resumed insulin therapy.